Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/29/2020. Additional h3 investigation summary: it was received for analysis a suture piece of product code hs6855h, lot mlh397. During the visual inspection of the sample, the suture piece was examined, and the end isn't broken, it's cut appears to be by de use of a surgical instrument. Due to the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause of the performance - breakage suture was an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number mlh397, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: one picture was received for analysis. Upon visual inspection of the picture, one overwrap packet and one suture piece could be observed. However, no conclusion could be reach as the sample was not returned for analysis.

Event description:
It was reported that a patient underwent a coronary artery bypass procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke when knotting. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.